Event description:
Healthcare provider reported "tissue expander not fill in clinic. We had put in 325cc in the tissue expander but it was always looking more deflated than the other side." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported "tissue expander not fill in clinic. We had put in 325cc in the tissue expander but it was always looking more deflated than the other side." Device has been explanted.